Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the lead was returned with the competitor stylet fully inserted in it/ stylet knob color: green/soft. Removed it from lead and performed stylet insertion test using medtronic stylet, result was passed.

Event description:
It was reported that the lead was attempted for implant and not used, as the stylet could not be introduced completely into the lead. It was also not possible with other stylets. Another lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.